Event description:
Pt was in for surgery. Specimens collected during surgery with bd port-a-cul. When gram stain was performed, moderate gram negative rods were observed, however all cultures were negative. Pt was unnecessarily placed on vanco, doxycyline and levaquin. Began using before 1980.